Manufacturer narrative:
Investigation: vigilance investigator carried out the pictorial documentation microscopically. The working end as well as a part of the ceramic are broken off. The fragments are not available for investigation. The analysis of the fracture pattern illustrated a forced fracture due to overload. An additional indicator of an overload situation by leverage is the broken ceramic at the distal end and the slightly bent remained part of the working end. No pores, inclusions or foreign bodies could be found on the point of rupture. The fracture pattern illustrates a pre- crack, most likely caused during a pervious surgery. Batch history review a review of the device quality and manufacturing history records was not possible because the lot number is unknown. Conclusion and root cause based on the information available as well as a result of our investigation the root cause of the failure is most probably related to an insufficient usage. No CAPA necessary.

Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of aesculap ag (manufacturer, registration no. 9610612). Exemption number: e2014018. No product on hand. Batch history review: a review of the device quality and manufacturing history records was not possible because the lot number is unknown. Conclusion and root cause: no product available and therefore it is hardly possible to determine an exact conclusion and root cause. Based on the quality standard, we assume that the cause of the failure is not product related. Therefore, we assume the root cause of the error is most probably usage related. Rationale: without the product, we cannot determine the exact cause. A usage related error cannot be excluded, e.g. Due to improper handling or an overload situation. If further investigations are required, the product should be provided for examination. No CAPA necessary.

Event description:
It was reported the tip was missing intraoperatively. The reporter indicated that after a minor surgery of the abdomen, it was noticed the tip of the diathermy instrument was missing. An x-ray was performed, however, the tip was not retrieved from patient's abdomen even after imaging was used to assist. The patient was anaesthetized throughout the procedure and attempted retrieval of the missing piece. A request for additional information has been made, however, not yet received.